Event description:
On (B)(6) 2013, the patient reported that her infusion device had displayed e6 (mechanical error). While troubleshooting the displayed error, the patient found that the insulin cartridge had leaking insulin into the cartridge compartment of the device. She was able to clean the small amount of insulin out with a cotton swab. The patient changed the insulin cartridge and the displayed error did not reappear. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.